Event description:
A zoll distributor returned monitor sn (B)(4) to report that if failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed the reported problem (failed incoming functionality testing) has been confirmed. Upon evaluation the monitor failed incoming functionality testing. The cause for the failure was isolated to shorted transistors (q6, q7 and q8) on the defibrillator board. The shorted transistors caused a misdirected pulse. The misdirected pulse shorted multiple power supplies on the computer analog (ca) board. The root cause for the shorted transistors could not be positively identified. No adverse event resulted form the defective monitor.